Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted the top case was cracked on the front corner. Investigators could not get into the alarm history; pump would not power on. Functional testing could not duplicate the customer stated problem. The pump would not power on because of a defective main board. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed preventative maintenance on pump after main board was replaced. Device passed functional testing after the completed repairs.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a "force sensor failure." It is unknown if there was patient involvement, no adverse patient effects were reported.